Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2007. The pt developed an area of exposed mesh in the vaginal apex with vaginal discharge and bleeding. The pt returned to the operating room five months later, for excision of the eroded vaginal mesh.